Event description:
The coulter lh 750 analyzer generated false high hemoglobin (hgb) result on a patient sample without instrument generated flags. The specimen was re-tested and hgb result recovered lower. The patient printouts are no longer available and per fse, the initial result was 18.1g/dl and the repeated result was 14.1g/dl. No erroneous result was not reported out of the lab, and there was no affect to patient treatment.

Manufacturer narrative:
The specimen was collected in an edta vacutainer tube. A field service engineer (fse) was dispatched: the fse inspected the instrument and replaced parts. The fse cleaned the mixing bubble manifold due to inconsistent mixing bubbles. Although parts were replaced, a clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.